Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, smartphone operating system: 18.5, smartphone hardware: iphone16.1, cgm sensor type: g7.

Event description:
It was reported that the patient experienced almost passing out due to hypoglycemia. The patient's blood glucose levels reached 35 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother was able to administered baqsimi. The patient did not need to seek medical attention since blood glucose levels were going back up.